Manufacturer narrative:
The device system remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this patient presented with redness and tenderness at the implant site. No action was taken at that time. The patient presented a few days later with a small open area and serous sanguineous exudate expelled, at the implant site. At which time, oral antibiotics were prescribed for infection. No additional adverse patient effects were reported.